Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic with episodes of non-sustained rv oversensing. Myopotential oversensing was suspected. Oversensing was not reproducible with deep inspirations. Programming changes were made.